Event description:
This is report 1 of 15 for complaint (B)(4).

Event description:
Patient underwent a tlif procedure with matrix and t-pal at l2-l5 on (B)(6) 2011. X-rays taken on an unknown date show at least two matrix locking caps have become dislodged and the l4-l5 t-pal spacer has migrated posteriorly and is now in the spinal canal. Patient was returned to the or on (B)(6) 2013 for revision. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history records (DHR) showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.(B)(4)

Event description:
This is report 1 of 16 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation was performed on the returned parts. The ti matrix locking cap was received with saddle assembled. The outer diameter thread has nicks, scratches and spots with anodize being worn off in different places. The saddle has nicks and scratches on one side of rod slot. All described nonconformities are post manufacturing. Raw material cannot be analyzed because there is too little mass, but was confirmed as correct in DHR. All dimensions are with specification; complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that sixteen parts were received with complaint category "implant migration". The legal consultant reported that the patient experienced post-operative pain caused by the click-x screws becoming loose and the rod dislodging from the tulip head of the screw. The rods are used with the matrix spine system-degenerative for posterior pedicle screw and rod fixation of the spine. The locking caps are used widely throughout spine fixation systems. For the context of this complaint, the locking caps are used in the matrix spine system-deformity for posterior pedicle screw, hook, and rod fixation of the spine. The spacer is used widely throughout spine fixation systems. For the context of this complaint, the spacer is used in the matrix spine system- degenerative as a minimally invasive instrument for use with the matrix spine system. The poly ax 45mm screws are used with the matrix spine degenerative for posterior pedicle screw and rod fixation of the spine. The poly ax 40mm screws are used widely throughout spine fixation systems. For the context of this complaint, the screws are used with the matrix spine system-degenerative for posterior pedicle screw and rod fixation of the spine. For part 04.632.000, the design is deemed to be adequate for the intended use. The loosening of the locking caps is most likely due to insufficient application of torque applied to the locking caps by the surgeon during the construct but the lack of implantation details of the construct deem the disposition to be indeterminate. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device is used for treatment not diagnosis.

Event description:
On (B)(6) 2011, the device was implanted and a revision surgery was scheduled for (B)(6) 2013. The surgeon states that the patient hardware, matrix and tpal, from a l2-l5 tlif (transforaminal lumbar interbody fusion) procedure malfunctioned. The surgeon reviewed the lateral and anterior-posterior x-rays and noticed that at least two matrix locking caps became dislodged. The l4-l5 tpal cage migrated posteriorly. The surgeon noticed that two set screws were completely dislodged (rl2 and rl5) and several other screw sets were loose. The right l3, left l4, right and left l5 screws were removed and replaced with larger diameter screws. The l4-l5 tpal cage was removed from spinal canal and replaced with a larger cage. New rods and eight new set screws were placed within the patient. The sales consultant states that the revision surgery was completed successfully. This is 1 of 16 devices for this event reported on complaint (B)(4).